Event description:
It was reported that after performing a factory reset and without additional training, the user experienced frequent hypoglycemia while using the ilet system and intermittently paused the pump, after which glucose would rise and then drop again. Symptoms included blurred vision and pallor consistent with hypoglycemia, with a concurrent continuous glucose monitor (cgm) value reported as trending downward. Outcomes included self-management at home without emergency treatment or hospitalization. Investigation included a troubleshooting call in which the agent advised additional training following the factory reset. Investigation of this case revealed no device alarms or alerts reported, and user technique and pump pausing behavior were suspected contributors to overtreating hypoglycemia and glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and insufficient training following a factory reset.